Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to suspected device thrombosis. No alarms were reported for the event. Further information was not provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Information was received from the (B)(4) registry stating: (B)(6) patient developed double vision. CT of the brain showed a parieto-occipital intraparenchymal hemorrhage. Anticoagulation was held and coags were corrected with blood product transfusion. Given a possible mycotic aneurysm on scans, the infectious disease team was consulted and patient's antimicrobial therapy was prolonged. The patient underwent a cerebral angiogram on (B)(6) confirming a left pca mycotic aneurysm. (B)(6), tte revealed vegetations in the right heart associated with the ICD leads. Recommendation was made for removal of ICD system and replacement of lvad for source control as well as neurosurgery intervention for the mycotic aneurysm. The patient's generator and leads were extracted on (B)(6) 2014. Patient was taken to the or on (B)(6) 2015 for onyx embolization of the left pca mycotic aneurysm. (B)(6), patient was taken to or for lvad exchange. Operative findings, no purulence identified. However, the inside of the old outflow graft contained vegetative material.

Manufacturer narrative:
Approx age of device: 6 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as an adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.